Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error 3, when a test strip was inserted and icons on their meter, which suggests the memory overwrite malfunction has occurred. The customer also reported, feeling poorly for about 2 weeks associated with increased thirst and confusion. There was no third party medical intervention noted; however, the customer was started on insulin. There was no report of death, serious injury or mistreatment associated with this event.